Event description:
It was reported that the patient fell and bumped her head on the floor. Since then she only hears a whisper. On (B)(6) 2011 a med-el employee went to the clinic to visit the patient. First the speech processor was checked and found to be functional. Testing showed 9 electrode channels in status hi. Mcl were measured at high intensity levels and there was no speech perception on the 9 electrode channels in hi impedance.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.